Event description:
Ventilator was on a patient and customer noticed the ventilator was not triggering. Ventilator was taken off the patient, patient was bagged and the ventilator was swapped out. The ventilator was taken to the biomed department where the biomed discovered that both pressure transducers were defective. The customer replaced two pressure transducers. The ventilator was calibrated and functionally checked. Ventilator was functioning according to all manufacturer's specifications. Ventilator was returned back to service. No patient injury.